Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that he had been rushed to the emergency room after breaking out in itchy hives all over his body and vomiting. The emergency room treating physician decreed that the skin reaction was due to the antibiotics the patient was taking at the time but patient believes his skin reaction is caused by the sensor's adhesive patch. The patient was switched to different antibiotics but continued to experience the same skin reactions. He continues to notice hives all over his body but more pronounced around the sensor's adhesive. Patient has tried using benadryl to alleviate his skin reaction but in vain. Patient also repots that he notices that hives subside 3-5 days after removing his sensor. At the time of his call to dexcom technical support, patient was still using cgm and still experiencing the same skin reactions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this repot complete to the best of our knowledge.